Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ iii pen needle had leakage, insulin leaked into his skin, she believes that this problem happened because the needle was also bent.¿ there was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent, needle point burred, inadequate lubrication, difficult/unable to operate, leakage on lot # 7004585. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that a bd ultra-fine¿ iii pen needle had leakage, insulin leaked into his skin, she believes that this problem happened because the needle was also bent.¿ there was no report of serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine iii pen needle had leakage, insulin leaked into his skin, she believes that this problem happened because the needle was also bent.¿ there was no report of serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.